Event description:
It was reported that the pt experienced a shocking sensation at the neurostimulator site when her device was turned on accidentally. When this occurred she immediately turned her device off. The pt felt her neurostimulator move last night following a position change. The pt laid down on her back and felt pain. She rolled over and the device was sticking out further on one side. The device has been turned off for a couple of yrs. Further info is being requested from the hcp.